Event description:
Customer received increased troponin t results from a second sample obtained the same day from the same pt, which does not fit with the clinical picture. Three samples were obtained from this pt, samples 1 and 2 were obtained on (B) (6) 2009, and the 3rd sample was obtained on (B) (6) 2009. Sample 1 initially resulted at <0.01 ng per ml. Sample 2 initially resulted at 0.1; repeated twice giving 0.1 and 0.096 ng per ml. Same sample was sent next day to another lab for testing which gave 0.099 ng per ml. Sample 3 initially gave <0.01; repeated at another lab gave <0.01 ng per ml. No info provided to determine if pt was adversely affected. If add'l info is received, appropriate notification will be provided.